Event description:
Every day and most every attempt to use the medtronic synchromed ii to provide the required pain medication results in error codes, lockouts, or responses other than "bolis given", requiring mark to turn to alternate fentanyl medication. This has resulted in marks accelerated use of fentanyl, which has caused the dea (drug enforcement agency) to request all his dr's records. This pain dr, has been with mark over 10 years and has stated he can no longer treat mark. No other dr will take mark as a patient and if his dr's license is revoked mark will most likely die from high high blood pressure. The mayo clinic was even unable to treat mark but cautioned him that he must control the blood pressure and there has been nothing else than the fentanyl strong enough to lower the pain level and then the pressure. This problem has been reported to you at least 4 prior times and still no solution! Attached will be mark's letter and response to medtronic's letter of august 24 and sept 15 finally asking for information. Medtronic, its tech department, the local techs and even the uci pain department specialist on pain pumps have been unable to solve the problem. The unreliable pump has plagued mark for years, always the same problem. This is his 4th pump, 3 in 2 years. Current pump was implanted (B)(6) 2023 by dr lee replacing the the same type of pump. There seems to be no warranty or help by medtronic. You seem to still allow this pump to be sold. How can I submit additional reports to you, no place on form? Larry munro, mark's father - retired us navy captain. Reference report: 3004209178-2023-12315. Refer to additional documents in i2k.